Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative records provided. Revision op notes demonstrated that the patient was revised due to pain, metallosis, and elevated metal ions. Pseudotumor in MRI and in diagnosis. Posterior capsule was involved with the significant amount of metallosis. Found proximal femur cerclage wires loose and no longer provided any structural support, metallosis was noted around wires, wires were explanted. Significant osteolysis & metallosis at proximal femur. Femur well ingrown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: biomet-unk-m2a magnum-head; biomet-unk-m2a magnum-cup; unknown cerclage wire. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01829, 0001825034-2020-01828.

Event description:
It was reported the patient underwent a right tha. Subsequently, the patient underwent a right revision approximately 11 years later due to pain, metallosis, and elevated metal ions. A pseudotumor and significant osteolysis was found. Attempts have been made and additional information on the reported event is unavailable at this time.